Event description:
It was reported that the bd intregra¿ syringe with detachable needle retracted prematurely. This event occurred 3 times. The following information was provided by the initial reporter: we have recently had three needles that have retracted early meaning the patient has not received their full dose of medication and has had to have a second injection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intregra¿ syringe with detachable needle retracted prematurely. This event occurred 3 times. The following information was provided by the initial reporter: we have recently had three needles that have retracted early meaning the patient has not received their full dose of medication and has had to have a second injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-070. Investigation summary : three 3ml integra syringes (material 305274) were received and evaluated. The needles have been retracted, the spring is between the cutter and the tip of the syringe inside the barrel and the retracted needle is inside the inner plunger rod. The reported defect was not identified in the samples received. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A sealed physical sample in a package is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.